Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd autoshield¿ duo pen needle 30g x 5mm (100 count) there was leakage. This is 2 of 2 related reported incidents. The following information was provided by the initial reporter, translated from chinese to english the autoshield duo needles automatically activated the protective caps before completing the injection and caused leakage, making it unable to be used normally.

Event description:
It was reported while using the bd autoshield¿ duo pen needle 30g x 5mm (100 count) there was leakage. This is 2 of 2 related reported incidents the following information was provided by the initial reporter, translated from chinese to english the autoshield duo needles automatically activated the protective caps before completing the injection and caused leakage, making it unable to be used normally.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes no d9: returned to manufacturer on: 09jan2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.